Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor failed a baseline. The cause for the failure was isolated to a shorted pin 2 on the q701 component on the computer/analog board. The root cause for the shorted pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.